Manufacturer narrative:
This report is being cancelled as duplicate to mfg report # 2249723-2023-02302. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as duplicate to mfg report # 2249723-2023-02302.